Manufacturer narrative:
Device was used for treatment, not diagnosis. Berling, s., kiefhaber, t. And stern, p. (2015) hardware-related complications following radiocarpal arthrodesis using a dorsal plate. J wrist surg, volume 4: 45-60. This report is for unknown - plate/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article berling, s., kiefhaber, t. And stern, p. (2015) hardware-related complications following radiocarpal arthrodesis using a dorsal plate. J wrist surg, volume 4: 45-60. The purpose of this article is to evaluate the frequency of hardware-related complications including plate fractures, screw fractures, and symptomatic plate/screw loosening, and to investigate whether failure to fuse the middle finger carpometacarpal joint (cmcj) contributed to these hardware complications. From a retrospective chart review from 1988 to 2012, there were 122 patients (122 wrists) who underwent wrist arthrodesis with a follow-up of at least 6-months. Patients were divided into 2 groups. Group 1 included, sixty-seven (67) patients who had wrist arthrodessi with dorsal plate without 3rd cmcj in fusion mass. Group 2 included, fifty-five (55) patients who had wrist arthrodesis with dorsal plate with 3rd cmcj included in the fusion mass. This is report 2 of 4 for (B)(4). This report is for an unknown - plate and refers to group 2, where six (6) unknown patients who had nonunion due to radiographic evidence after plate removal.